Event description:
It was reported that the patient heard alert tones and that the superior vena caval (svc) coil of the right ventricular lead had varying and high impedances. The right ventricular (rv) coil impedance was normal. The svc coil was programmed off until the lead was subsequently capped and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.